Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. From the tritanium pl surgical technique: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. The device was not returned, xrays were not provided, and no additional information about the surgery or the patient was provided. At this time, a root cause cannot be determined. Possible causes include: inadequate initial fixation; latent infection; premature loading of the device or trauma; improper cage size; patient bone quality; patient activity level; inadequate preparation of the disc space.

Event description:
It was reported that two tritanium pl cages migrated post-operatively. The patient is experiencing pain in their left leg. Revision surgery will be needed. This report captures the second of the two cages. Revision surgery has occurred.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two tritanium pl cages migrated post-operatively. The patient is experiencing pain in their left leg. Revision surgery will be needed. This report captures the second of the two cages.